Manufacturer narrative:
The field service representative found the sample probe wash and dry well was very dirty. He changed the sample probe and made adjustments. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 6000 c 501 module. The initial total bilirubin result was 14.76 mg/l the repeat result on another instrument was 141.67 mg/l it was unknown if the questionable result was reported outside of the laboratory. The reagent lot number was 573507. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer replaced the discharge brush. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer provided an additional questionable result for one "baby" patient. The initial bilirubin result was 5 mg/dl and the repeat result was 88 mg/l. The questionable result was reported outside of the laboratory. The specific bilirubin assay used was requested but could not be provided.